Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had been retaining fluid and had diarrhea due to a pelvic prolapse and had their vagina sewed up (B)(6) 2015. The patient stated they had an appointment with their healthcare provider (hcp) on (B)(6) 2016.

Manufacturer narrative:
Removed patient codes based on addition information received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, patient's date of birth was confirmed and the hcp noted the events were not related to the medtronic device. There were due to the patient's rectal prolapse and "neurogenic" (illegible) bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.